Event description:
It was reported via study that a patient underwent a right knee revision approximately nine years post-implantation due to tibial insert wear. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10 medical devices: vgd ps open por fem rt 75, catalog#: 184514, lot#: ni; biomet cc cruciate tray 83mm, catalog#: 141236, lot#: ni; palacos bone cement, catalog#: 66017747, lot#: ni. G2 foreign source: netherlands. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 medical devices: vgd ps open por fem rt 75 catalog#: 184514 lot#: 245880. Biomet cc cruciate tray 83mm catalog#: 141236 lot#: j2746535. Palacos bone cement catalog#: 66017747 lot#: 75304312.

Event description:
It was reported via study that a patient underwent a right knee revision approximately nine years post-implantation due to pain and instability. During the revision, lateral wear of the tibial insert was noted. The poly was exchanged without complications.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: office visit: patient presents with right knee pain laterally, snaps, feels more play, patient remains quite active, on exam, some play (laxity) medial and lateral, x-ray shows unchanged position of prosthesis, asymmetric wear and tear of the inlay, increasing oa right hip, plan for poly exchange right knee, future tha right hip. Revision op note: revision due to instability, yellowish discoloration and granular synovium as with pe wear, extensive synovectomy performed, inlay removed easily after releasing locking pin, evidence of lateral wear/delamination, 14mm trialed with good rom but some play medial, deemed acceptable, poly exchange completed without complications. A definitive root cause cannot be determined. The reported event is confirmed as medical records were provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.